Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, with nocturnal lows and postprandial highs despite meal announcements, and noted discrepancies between freestyle libre 3 plus sensor readings and fingerstick values. Investigation included a review of device use and user education. Further investigation of this case revealed the cause of both hypoglycemia and hyperglycemia was unclear, and no infusion set or supply issues were identified. There was no user reported symptoms associated to low glucose and high glucose episodes. Outcomes included the need for troubleshooting and education, with no hospitalization or emergency treatment reported, the user self-treated lows with oral glucose. It was concluded that, based on previously established findings for similar reports, the event involved both low and high glucose with unclear etiology and that the device function could not be fully assessed without further evidence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.